Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in the needle failed to retract properly. There was no report of patient impact. The following information was provided by the initial reporter: when a venipuncture change is made, access to the line is achieved, but when the safety button on the catheter is pressed, the mandrel does not encapsulate and the button remains pressed, causing the mandrel to go in and out of the catheter barrel. Therefore, a new catheter is requested.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a used IV device inside an opened package. The device is with the protective needle intact and is without the catheter adapter. The device is not retracted. There is media present in the flashback chamber. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in the needle failed to retract properly. There was no report of patient impact. The following information was provided by the initial reporter: when a venipuncture change is made, access to the line is achieved, but when the safety button on the catheter is pressed, the mandrel does not encapsulate and the button remains pressed, causing the mandrel to go in and out of the catheter barrel. Therefore, a new catheter is requested.